Manufacturer narrative:
H3, h6: the navio surgical system us, pn: npfs02000, sn: (B)(6) used in treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The case files were provided and reviewed. Screenshots confirmed the following error message after neutral position collection, ¿the kinematic rom was outside the expected range. To resolve either re-collect the kinematic rom axis, or define a provisional femoral ap axis.¿ this error was recreated when applying extreme, constant varus stress (greater than 20 degrees) while collecting the flexion range. The error was also recreated when applying constant valgus stress (> 20 degrees) as well as varying valgus and varus stresses (a range greater than 20 degrees) while collecting the flexion range. For a tka case, the navio software requirements specifies the kinematic axis to be within 20 degrees of normal to the long axis. The kinematic axis being the knee¿s initial medial-lateral (ml) axis as defined by the collected flexion range, and the long axis being defined by the patient¿s hip center and ankle center. Because the knee was reported to be ¿loose,¿ the knee may have been more susceptible to extreme varus/valgus stresses while collecting the flexion range, thus causing the error. The screenshots confirmed the neutral position had been collected around 5 degrees hyperextension. It also confirmed the flexion range to be between -2 and 68 degrees. The neutral position being taken in hyperextension would not have contributed to the kinematic rom axis error. The flexion range displayed in the implant planning screen would not include the neutral position should the neutral position be outside the collected flexion range, either. The flexion range collection is separate from the neutral position. The neutral position is collected to understand the varus/valgus deformity (preoperative leg alignment) and possible contracture deformity in the patient¿s natural extension. To achieve this, the user is to place the leg in full extension and apply slight axial pressure to the knee so that a weight bearing condition is simulated. The ¿n¿ is the neutral position documented in the graph at the bottom of the implant planning screen. If the knee is shown to be in hyperextension and is not the patient¿s natural leg alignment in extension, the user can go back and recollect the neutral position. The flexion range is collected to generate the provisional ml axis for proper orientation of the femur during free collection. This is in addition to providing the preoperative flexion range for the patient. Therefore, this stage of the workflow occurs regardless of the existence of any preoperative deformity identified from neutral position collection. The user does, however, have the option to move to the next stage of the workflow if they are unable to collect the minimum 60 degree rom. When collecting the flexion range, slowly move the leg through a normal (unstressed), complete range-of-motion, applying a slight axial force to the joint to keep the femur and tibia in contact. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the kinematic rom error was that greater than 20 degrees of medial/lateral stress was applied to the knee while collecting the flexion range. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a navio tka procedure, they ran into an issue where after collecting neutral position successfully and trying to collect kom axis, the navio prompted them with the message "the kinematic rom was outside the expected range. To resolve either re-collect or kinematic rom or define a provisional ap axis" (this leg was extremely loose and had about 7 degrees of hyper extension). In order to bypass this screen, they took a little of the hyper-extension out of the knee during this kinematic rom collection. Moving forward in the "planning screen", the pre-op information presented flexion range: (-2 deg - 68 deg) where in reality it should be around (-7 degree - 68 deg). They had to give it acceptable numbers just so the system will move forward. There was a delay of less than 30 minutes due to this issue. No other complications were reported.